Manufacturer narrative:
The pump passed the active current test and self-test. Pump failed sleep current test due to moisture on pcba 1. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 / pcba 2 / force sensor / motor / keypad flex connector] and corroded keypad traces. Swapped out case and successfully downloaded history files and traces. Stuck button alarm (was) found in the [history files or traces] on (B)(6) 2024 at 17:23:41.000. The following were noted during visual inspection: scratched case, corroded keypad traces, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Exposure to moisture damage on the [pcba 1 j6 / pcba 2 / force sensor / motor / keypad flex connector]. Exposure to moisture confirmed. Unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Stuck button alarm confirmed in the pump history and trace files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported a blank display ,pump was recently exposed to moisture along with that customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.